Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was locking up and stuck at 0:00. According to the additional information collected, the issue has been already addressed in philips reference (B)(4). This complaint was created in error, and no malfunction occurred on 29 october 2025. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The case was opened in error, and no malfunction of the allura system was observed. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.